Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluating the instrument data, the gps specialist did not find an instrument malfunction. The gps specialist recommended that the customer test the diluent for estradiol to determine if the diluent had become contaminated during handling. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low estradiol (e2) results were obtained on a patient sample on an immulite 2000 xpi instrument. The discordant results were not reported to the physician(s). The sample was rerun with 1:100 and a 1:10 dilution, and the results did not match. No results from the dilutions were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol results.